Event description:
It was reported that while the patient was ventilated by an evita2, the patient was treated with hf-surgery (electrical coagulator). The patient was saturated by applying 100% oxygen with the ventilator, and while using the electrical coagulator, a fire started and burned the patient and medical staff. The event was reported to police and authority, third party experts have been requested to investigate this event. The affected devices were quarantined by the police.

Manufacturer narrative:
No indication for a device malfunction of the evita2. No comments or allegations from hospital site or police that the evita2 caused the reported event.